Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not charging the battery and the ac indicator light was not on. The biomed has already replaced the power pca but the problem remains. There was no reported patient or user involvement and no adverse patient/user impact.